Manufacturer narrative:
Event problem and evaluation: on 3-nov-2016, a medtronic representative went to the site to test the equipment. The umbilical cable was replaced. The imaging system then passed all tests and was performing as intended. The mobile view station (mvs) interface cable was returned to the manufacturer and an evaluation is currently in progress.

Event description:
A medtronic representative reported that when the imaging system was being used during a spinal fusion procedure, they were unable to take exposures and received a frame rate error message. Re-booting the system multiple times did not resolve the issue. The surgeon completed the procedure using an alternate imaging system. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that the delay in the case was due to the issue, about 15 minutes. They ended up canceling the navigation portion of the case. The hardware investigation of the returned interface cable found that the reported event was related to an electrical issue. The cable did not pass bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests. The 100t test passed. The gbit test did not pass, and showed opens between lines 7 and 8. Both gbit an 100t testing were performed using a cable validator-nt900. The cable did not pass visual inspection, connector j8 was missing from cable assy. The reported event was confirmed.

Manufacturer narrative:
Patient weight not available from the site. Additional information: patient ID has been received.